Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for high blood glucose in the 500s mg/dl. The customer stated that she thought she had a stomach virus and took a medication. Then she started to throw up and ended in the hospital with diabetes ketoacidosis and low magnesium. The customer was advised to remove the cannula and found that the cannula was bent. No further information was provided.